Event description:
It was report that some of the 2.2 cataract packs are showing up with these 4x4 x-ray detectable sponges that are actually not x-ray detectable. At this point we believe it was a manufacturing issue, the correct product was in the pack per the bom, but the clinical team reported that the product in the packaging was not x-ray detectable. We have reported this to alcon and have asked them to submit a complaint to covidien. Manufacturer response for 2.2 cataract packs gauze, 2.2 cataract packs (per site reporter) complaint submitted, awaiting findings.